Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the red alarming button would not engage. (Lock down). Used another obturator from the field from the other 5mm port and put the bad obturator aside to complete the case. There was no consequence to the pt.